Event description:
Allergan aesthetics received a report of a patient treated abdomen in (B)(6) 2022 with coolsculpting elite may have developed hiatal hernia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been identified that reported hiatal hernia is a pre-existing condition, with information supplied by the provider.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2022 with coolsculpting elite. Following treatment, the patient experienced discomfort in the upper abdomen. The patient's medical history includes a pre-existing hiatal hernia.